Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) crossed the septum without issue; however, a decision was made to re-perform the transeptal puncture. The physician felt that there was possibly not enough room to position a clip. The sgc was then removed to be re-prepped. But then during preparation, the column would not hold fluid. Therefore the sgc was not used and the procedure continued with a new sgc. One clip was implanted, recuring mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.